Manufacturer narrative:
. Section d6a: if implanted, give date: not applicable, as there is no indication that the lens was implanted section d6b: if explanted, give date: not applicable, as there is no indication that the lens was implanted section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge of the preloaded intraocular les (iol) was faulty. The lens was not implanted. The procedure was completed with same model and same diopter lens. From additional information it was learnt that the lens was partially inserted. No other information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: june 09, 2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification reveals the complaint simplicity was received with the plunger rod fully extended. Lens fragments were observed inside the cartridge. The cartridge was inspected and ovd was not observed to be distributed throughout the cartridge, indicating that an inadequate amount of may have been used, which may contribute to the complaint issue reported. The tip of the cartridge was also observed to be bent and damaged. The lens module was inspected revealing no issues. The handpiece and plunger rod were inspected revealing no issues. The lens was inspected revealing that the lens was torn with the torn piece missing. A potion of a detached haptic was also observed to be stuck to the surface of the lens. No further issues were identified. A customer provided photo was evaluated. The photo displays the suspect lens and cartridge inside a bag. The lens was observed to be torn. No issues could be observed on the cartridge tip. The complaint issue was not identified during photo and product evaluation. The observed iol torn and cartridge tip cracked/damaged is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. Therefore, no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted missing the ¿p¿ before the numerical value. The complete number is p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.